Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device upgrade. Upon device interrogation, it was observed that the right atrial lead exhibited high capture thresholds. The lead was attempted to be repositioned during the device upgrade but was removed and replaced as the helix would not extend. The patient was stable post-procedure.